Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 10 deg e1 liner 36mm f; item# 010000897; lot# 6962506. G7 bonemaster ltd acet shl 56f; item# 010000705; lot# 6840508. Echo por fmrl red nc 14x150mm; item# 192414; lot# 737850. G2 - foreign: spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four years and four months post implantation, the patient underwent a revision of a total hip replacement, after radiographic findings suggested a femoral head fracture. Intraoperative assessment confirmed the ceramic head fracture and associated polyethylene liner wear caused by loose ceramic fragments. All fragments were removed, the liner was disimpacted, and the joint was thoroughly irrigated. The acetabular cup was inspected and found to be intact. A new polyethylene liner and head were implanted. A possible fall from a bicycle was reported as a potential contributing factor. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, the patient reported experiencing pain, and radiographic imaging displayed a fracture of the ceramic head. Approximately four years and four months post implantation, the patient underwent a revision surgery where the head was found fractured in half with free fragments and the inner polyethylene liner was fractured with the posterior intact. All fragments were removed, the liner was disimpacted, and the joint was thoroughly irrigated. The acetabular cup was inspected and found to be intact. A new polyethylene liner and head were implanted without complication. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, b7, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.